Manufacturer narrative:
Product event summary: the radio frequency (rf) programmer head passed functional testing. It was noted that the cable on the rf head was twisted.

Event description:
It was reported that the programmer was unable to get telemetry. The programmer and the radio frequency (rf) programmer head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).